Manufacturer narrative:
The complaint of leaks on item mc330428 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and probable cause cannot be determined. Lot history review was performed and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
The event involved a 71" (180 cm) appx 0.44 ml, smallbore ext set w/microclave® clear, clamp (blue), rotating luer where the customer reported that they had an issue with their claves on the arterial line. The customer stated that they had drawn blood through the clave and went to flush it; the clave would not clear of blood and upon closer observation the inner plastic was leaking and blood was in between the inner plastic and outer plastic. It did not leak to the outside. The customer changed claves and had this experience three times. The claves were changed again, and without incident. There was patient involvement; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.